Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial lead impedance was variable and the lead showed two episodes of high non-physiological rates and noise. The lead is still in use. No patient complications have been reported as a result of this event.